Event description:
Catheter would not deflect properly. This was an out-of-box failure.====================== health professional's impression======================ep- equip/supplies/product out-of-package failure====================== manufacturer response for therapy cool path, therapy cool path======================awaiting response